Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. It was reported that the official cause of death is unknown, but that the patient suffered from multiple issues. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that it was felt that vns helped the patient live as long as possible. It was reported that the patient responded to vns therapy and it seemed to give the patient back control of his life. It was reported that the patient was in hospice care at the time of his death. No additional relevant information has been received to date.